Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (clinic meter), and to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue on (B)(6) 2018 (time unknown), alleging that she obtained an alleged inaccurately high blood glucose result of ¿414 mg/dl¿ on the subject meter compared to ¿253 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported that she felt that the reading obtained of ¿414 mg/dl¿ was high compared to her feelings/normal results. The patient reported that she is on no diabetes medication, and it is not known if she made any changes to her normal diabetes regimen in response to the alleged inaccurate high reading. The patient reported that prior to her becoming aware of the meter issue, she developed symptoms of ¿weakness and blurry vison¿. The patient reported that she required treatment of ¿glucagon injection¿, in response to the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples, the correct testing steps were followed, the test strips had been stored correctly and were not passed their expiry date. Csr noted the test strip vial was not cracked or broken. The patient walked through a retest, and the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.